Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00771102020, m/l taper femoral stem, lot # 62540704. Item # 00801803603, versys femoral head +3.5, lot # 62618324. Item # 00875705801, continuum tm shell, lot # 62601645. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02621, stem. 0002648920-2019-00339, head.

Event description:
It was reported that the patient was experiencing pain in left hip along with psoas tendinitis with failed conservative therapy. Pre-revision workup revealed elevated metal ions. Left tha revision was performed approximately 4 years after the initial surgery. Surgeon noted corrosion on neck/head junction, along with pseudotumor. As there was leg length discrepancy prior to revision, surgeon performed psoas lengthening verses performing revision of stem to correct the length. Head and liner were exchanged. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.